Event description:
It was reported that the cartridge of the preloaded intraocular lens (iol) had a crack due to plunger override. Another iol was inserted during the same procedure. No incision enlargement needed. Further follow up revealed that it was the cartridge tip that was damaged and that there was patient contact. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. Section e1 - telephone number: (B)(6). Device evaluation: no suspect product was received; however, a photograph was provided by the customer for evaluation. The image showed the complaint product with the lens observed to be stuck in the cartridge with part of the lens sticking out. The cartridge was observed to have crack-like damage. Since no product was received, no further evaluation could be performed. If product is received after initial closure, the investigation will be re-opened to complete the return investigation. The complaint issue "cartridge tip cracked/damaged" was identified during photograph evaluation; however, based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.